Event description:
The hcp reported that following a recent catheter revision, the patient was put back on the prior dose of medication "which was too much." The patient presented with signs of overdose including flaccidity and decreased respirations that required the patient be intubated. The pump was stopped and the patient was treated with physostigmine. The patient is reported to have responded well to the physostigmine, but is still intubated. A follow up report will be sent when additional information is received.